Event description:
It was reported that a post-op infection was suspected at an unknown date. A revision surgery was performed to clean the surgical site. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined. Although it is unknown if a device contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.